Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient involvement reported.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient involvement reported.